Event description:
Patient reported yesterday afternoon around 2 pm the needle button popped out before 24 hr therapy was complete. Patient had the v-go on for about 11 hrs before the needle button popped out and patient mentioned that he follows all proper procedures when applying v-go. Patient stated that he presses round portion of needle start button and did hear a click. Patient stated that there were no accidental incidents where that might cause the needle button to pop out and he immediately replaced it with another v-go and was fine. Patient discarded the v-go.